Manufacturer narrative:
One cardiomems patient electronic system power cord was received for evaluation. External and internal visual inspections of the power cord revealed no discrepancies or discernible damage. Customer reported that the power cord for the pes revealed exposed wires coming from the power cord. Unconfirmed. There were no visual and/or any physical damages of any exposed and/or wires coming from the power cord.

Event description:
The patient reported frayed wires of the power cord. The power cord was replaced and there were no adverse consequences reported by the patient. Frayed wires of power extension cable reported in (B)(4).

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.